Manufacturer narrative:
Kyphoplasty and vertebroplasty for the treatment of painful osteoporotic compression fractures. Steven r. Garfin, md, hansen a. Yuan, md and mark a. Reiley, md. Comparison of vertebroplasty and balloon kyphoplasty for treatment of vertebral compression fractures: a meta-analysis of the literature. Jason c. Eck, do, ms, dean nachtigail, do s. Craig humphreys, md, scott d. Hodges, do. Method - other, device not returned, internal review of literature.

Event description:
In a review article, a meta-analysis of literature was done which mentioned a published article detailing an event that occurred in a pt who underwent kyphoplasty. It was reported that the pt has had transient fever and hypoxia, after placement of pmma in a liquid form. No further information on the event was provided.